Event description:
It was reported to medtronic neurosurgery that during the implantation operation the physician found the valve to be leaking. They used a new valve to complete the operation. It was also reported that the pt is doing ok overall.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of MFR.